Manufacturer narrative:
The device was returned for evaluation, although there was no reported failure of the rod. It was removed due to the contralateral rod failing to distract. Visual inspection of the rod was conducted, and it was observed that there was debris at the junction of the housing tube and the distraction rod. Upon physical inspection of the distraction rod, it was discovered to move freely. Scoring was observed on the distraction rod which corresponds to periodic distractions. No other markings were observed on the rod housing tube. To perform a thorough evaluation of the device, the rod was sectioned. It was observed that the lead screw had separated from the magnet assembly. The same x-rays also showed that the bearing had broken and that the retaining clip was pulled out from the clip groove. Functional testing was attempted, however, it failed to distract due to the broken pin. The complaint for locking pin failure has been confirmed. It is highly likely that the pin broke due to the bearing seizing. The x-rays clearly depict a broken bearing. As the bearing sees more friction due to internal debris, it locks up and will ultimately break if enough torque is applied. This same torque possibly was the cause of the pin break. It cannot be known, but it is possible that there was an interaction between the two rods. It is possible that if the other rod (lot 9052209) failed to distract, it may have caused the failure of this rod. A review of the DHR documents indicates the device was manufactured by the specified requirement at the time and met all the required inspections before shipment.

Event description:
No additional information was provided.

Event description:
Information was received that a revision procedure was performed due to the contralateral rod failing to distract. It was noted that there was a locking pin failure as the distraction rod moves freely.

Manufacturer narrative:
The product was returned to the manufacturer and the device evaluation findings are not yet available. A root cause was unable to be determined with the information provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.